Manufacturer narrative:
The bwi failure analysis lab received the device for evaluation. The analysis has begun but is not completed at this time. When the investigational analysis has been completed, a supplemental 3500a report will be submitted. A manufacturing record evaluation was performed for the finished device 1069 number, and no non-conformances was found during the review. (B)(4).

Event description:
It was reported that a patient underwent a persistent atrial fibrillation (afib) procedure with a carto vizigo¿ 8.5f bi-directional guiding sheath ¿ large and the air flowed back into the side port. It was reported that the handle of the vizigo¿ 8.5f bi-directional guiding sheath ¿ large was too tight. In addition, air bubbles formed when the lasso 2515 nav catheter was introduced into the sheath. The bubbles were aspirated via the hemostatic valve. The lasso 2515 nav catheter was removed and again introduced. Bubbles re-occurred. The bubbles were aspirated via the hemostatic valve. They continued working with the lasso 2515 nav catheter for mapping and later exchanged to the smart touch sf catheter. Finally, the sheath was removed and they switched to an agilis sheath. There was a 10 minute delay do to this reported event. The user provided a continuous infusion of heparinized saline solution per the instructions for use (IFU). The procedure was successfully completed. Air was not introduced into the patient. No patient consequences were reported. The handle of the sheath being tight (deflection issue) was assessed as not reportable. The most likely consequence was an intraprocedural delay. The potential risk that it could cause or contribute to a serious injury or death was remote. The issue with the air bubbles in the sheath (air flowed back into the side port) was assessed as a reportable issue.

Manufacturer narrative:
Investigation summary: it was reported that a patient underwent a persistent atrial fibrillation (afib) procedure with a carto vizigo¿ 8.5f bi-directional guiding sheath ¿ large. It was reported that the handle of the vizigo¿ 8.5f bi-directional guiding sheath ¿ large was too tight. In addition, air bubbles formed when the lasso 2515 nav catheter was introduced into the sheath. The bubbles were aspirated via the hemostatic valve. The lasso 2515 nav catheter was removed and again introduced. Bubbles re-occurred. The bubbles were aspirated via the hemostatic valve. They continued working with the lasso 2515 nav catheter for mapping and later exchanged to the smart touch sf catheter. Finally, the sheath was removed and they switched to an agilis sheath. There was a 10 minute delay do to this reported event. The user provided a continuous infusion of heparinized saline solution per the instructions for use (IFU). The procedure was successfully completed. Air was not introduced into the patient. No patient consequences were reported. Upon receipt, the catheter was visually inspected and it was found in normal conditions. Then per the reported event, a cool flow pump test was performed and the catheter passed specifications, no bubbles or leakage observed. No resistance was felt in the knob. A manufacturing record evaluation was performed and no internal actions related to the reported complaint were identified. The customer complaint cannot be confirmed. Manufacturer's reference number: (B)(4).